Event description:
Boston scientific received information that this patient was hospitalized due to diaphragmatic stimulation. The left ventricular (lv) thresholds had risen, but was still capturing. This lv lead was programmed off during the repositioning procedure. This lv lead had dislodged. The decision was made to reposition this lv lead in the same vein using a guidewire. Threshold was .6 volts lv tip to can with diaphragmatic stimulation at 5.0 v. At the one day post-operation check this same configuration was 1.4 v. There were no adverse patient effects reported.

Manufacturer narrative:
This lv lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.